Event description:
Adverse event: in-stent restenosis. Onset of adverse event: approximately 6 months post stent implant. Device issue: none. It was reported that approximately 6 months post femoral-popliteal stenting procedure, the stent was 50-75% restenosed. Approximately 9 months after implantation, it was 75% stenosed and 11 months post implantation, it was 90% restenosed. On (B) (6) 2010, balloon angioplasty was done to treat the restenosis; however, a dissection resulted. A non-abbott stent was placed inside the absolute stent to treat the dissection and the restenosis. Although requested, there was no additional information provided.

Manufacturer narrative:
(B) (4). In this case, there was no reported product deficiency. The reported patient effects are known adverse patient effects (both restenosis and dissection) and are listed in the absolute instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiently with respect to manufacture, design, or labeling. The lot history record (lhr) for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the lot number was not reported.